Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study had experienced device migration when their implantable cardioverter defibrillator (ICD) had moved into patients left axilla. The device was extracted and replaced. No patient complications have been reported as a result of this event.